Event description:
It was reported that the customer had a motor error alarm on her insulin pump. Her blood glucose was 400mg/dl at the time of reporting, which she treated with a manual injection. Troubleshooting indicated that the alarm was caused by infusion set occlusion. Once the insulin pump was manually primed, it resumed normal function. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.